Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA case with patient identifier (B)(4) is related to case with patient identifier (B)(4).

Event description:
It was reported that the infusion set was leaking at the headset. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.